Event description:
During an extracorporeal bypass with a jostra hl20 once roller pump (rpm20-320), used as the arterial pump. Stopped without an error message. The perfusionist followed the emergency instructions for manual operation described in the instructions for use until a spare pump was available. The pump was exchanged and the case continued normally. There was no pt injury.